Manufacturer narrative:
(B)(4). Additional concomitant medical products: persona posterior stabilized femoral, catalog #: 42500607001, lot #: 62759568; persona stemmed tibial component, catalog #: 42532008301, lot #: 63281487; nexgen all polyethylene patella, catalog #: 00597206635, lot #: 63321075. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It is reported that the patient is experiencing swelling, pain, and clicking sounds in the knee. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The x-ray review states that the left total knee arthroplasty with varus positioning of the tibial component and radiolucency at the bone cement interface of the entire femoral component, at the cement hardware interface of the posterior femoral component as well as the bone cement interface of the medial and lateral tibial plateau, suggesting loosening. DHR was reviewed and no discrepancies were found. Per package insert, all-polyethylene patella, pain, clicking and swelling are known adverse effects of this procedure. However, a definitive root cause cannot be determined. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.